Event description:
Event description guidant received information that this recently implanted right ventricular lead had become dislodged, resulting in ventricular undersensing and non-capture. The device was reprogrammed to aai. The field representative called technical services for advice and sent a rhythm strip for analysis. The technical service consultant suggested shortening the atrial-ventricular delay, as the device was pacing on the t wave.